Event description:
It was reported the pt's lead was found to be broken by the health care provider. The lead was replaced and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis which is not complete as of this report. A f/u report will be sent when the analysis is complete.